Manufacturer narrative:
(B)(4). G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient was revised approximately four months post implantation due to implant fracture. No additional patient consequences were reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10. Additional medical records were received for this patient: the patient had a nonunion prior to plate/screw fixation. Union was not achieved with the im nail that was previously implanted. Four months after the orif procedure, the bone refractured at the same nonunion site without fracture of the plate or screws. The fracture and nonunion were present prior to zb product placement; therefore, this would not be a serious injury due to pre-existing condition progression. This event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.